Event description:
While attempting to treat a pt the device displayed a "defib pad short" message intermittently. The clinician used the device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. Customer biomed was unable to duplicate the alleged malfunction.